Manufacturer narrative:
The device was returned to olympus. And the evaluation found, minor scratches on the distal edge, minor stains under the light guide cover glass. And minor cracks on the side of the video connector. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited minor scratches on the distal edge, minor stains under the light guide cover glass. And minor cracks on the side of the video connector. There was no patient involvement.